Event description:
It was reported that during a pcta procedure, balloon withdrawal difficulties were experienced. The lesion was located in a large, mildly tortuous and calcified left anterior descending (lad) coronary artery. Predilation was performed using a 3.0mmx12mm balloon catheter. The liberte' monorail stent delivery system was advanced to the lesion and the balloon was inflated to 12 atms to deploy the stent. Resistance was encountered during removal of the balloon following stent placement. The balloon was successfully removed. The procedure was completed with this device. No pt injuries or complications were reported. Pt status is reported as "okay".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.